Event description:
Customer initially reported that while using machine, it caught on fire. No patient injury. On (B)(6) 2012, office manager reports via phone that the doctor was performing a root canal when flames started to come out of the sprint motor. Next, the cord melted. Dental assistant unplugged the device and flames burned her, blistering her fingers which were treated with ointment and dressing in the office. No harm to patient or doctor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.